Event description:
It was reported patient underwent a femoral fracture procedure on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to the lag screw backing out. The lag screw was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Information is unknown as current information is insufficient as to where the procedure took place. The following sections could not be completed with the limited information provided. Date of event - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.